Manufacturer narrative:
The reagent lot number was 805791. The expiration date was not provided. The field service engineer found that the pressure gauge was too high, causing water to overflow from the cups. He performed an adjustment and control replicates with hba1c were carried out on both the c303 and the c501, obtaining compatible results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pure c 303 analytical unit. The samples were repeated on a cobas c501 analyzer. Example 1 initial hemoglobin a1c result was 12.6 %, and the repeat result was 5.0 %. Example 2 initial hemoglobin a1c result was 17.8 %, and the repeat result was 5.9 %. Example 3 initial hemoglobin a1c result was 16.2 %, and the repeat result was 5.1 %. On 12-july-2025, example 4 initial hemoglobin a1c result was 9.39 %, and the repeat result was 5.3 %. The repeat results were believed to be correct.